Manufacturer narrative:
(B)(4). Evaluation, results: stent graft migration, endoleak. Unknown cause of stent graft migration. Conclusion: unknown cause of stent graft migration.

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 85 months ago. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that at a routine follow up visit the stent graft was found to have migrated distally 3-4 cm resulting in a proximal type I endoleak. The decision was made to bring the patient back at a later date for implant of an aortic cuff. No additional clinical sequelae were reported.